Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ll 21x1in tw india had foreign matter inside the syringe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: dust particles inside the syringes.

Manufacturer narrative:
H.6. Investigation summary five actual samples were received by our quality team for evaluation. Upon visual inspection, black particles at the corner of the blister packaging and inside the syringe was observed on one of the samples; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The black dust foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises. The team had also reviewed the pest controls records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported non-conformance. The non-conformance could have occurred out of the manufacturing facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that syringe 10ml ll 21x1in tw india had foreign matter inside the syringe. This occurred on 5 occasions during use. The following information was provided by the initial reporter: dust particles inside the syringes.